Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Nguyen, v., leach, m. C., cerrato, c., nguyen, m. V., and bechis, s. K. (2024). Retreatment for lower urinary tract symptoms after water vapor thermal therapy. Urology, 190, 83-87. Https://doi.org/10.1016/j.urology.2024.04.022. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in urology that a retrospective, single-institution study was conducted on patients who underwent a water vapor thermal therapy (wvtt) between august 2017 and february 2022. The study was to identify predictors of retreatment for symptomatic recurrence among men who undergo water vapor thermal therapy. A total of 192 patients were included and the median duration of follow-up was 25 months. 6 of patients were lost to follow-up. 10 patients underwent retreatment within 2 years for persistent or recurrent lower urinary tract symptoms (luts). Postoperative international prostate symptom score (ipss) scores were compared between the two cohorts at 1, 3, and 6 months after the treatment. There was no significant difference between the two groups at 1 month and 3 months. However, the ipss scores were significantly higher among the retreatment group at 6 months. Of note, the international prostate symptom score (ipss) voiding subscore was significantly higher in the retreatment group at 6 months. Complication rates did not significantly differ between the non-retreatment and retreatment cohorts. There was no significant difference between postoperative urinary tract infection, de novo urinary retention requiring postoperative catheter replacement, irritative symptoms, irritative symptoms requiring additional therapy, and readmission within 30 days. The water vapor thermal therapy is linked to a very low rate of surgical retreatment. However, men who needed retreatment had more treatments per lobe and experienced worsening ipss at 6 months post-surgery. Reducing the number of treatments during the initial wvtt might help lower the risk of treatment failure.

Event description:
It was reported to boston scientific via an article published in urology that a retrospective, single-institution study was conducted on patients who underwent a water vapor thermal therapy (wvtt) between august 2017 and february 2022. The study was to identify predictors of retreatment for symptomatic recurrence among men who undergo water vapor thermal therapy. A total of 192 patients were included and the median duration of follow-up was 25 months. 6 of patients were lost to follow-up. 10 patients underwent retreatment within 2 years for persistent or recurrent lower urinary tract symptoms (luts). Postoperative international prostate symptom score (ipss) scores were compared between the two cohorts at 1, 3, and 6 months after the treatment. There was no significant difference between the two groups at 1 month and 3 months. However, the ipss scores were significantly higher among the retreatment group at 6 months. Of note, the international prostate symptom score (ipss) voiding subscore was significantly higher in the retreatment group at 6 months. Complication rates did not significantly differ between the non-retreatment and retreatment cohorts. There was no significant difference between postoperative urinary tract infection, de novo urinary retention requiring postoperative catheter replacement, irritative symptoms, irritative symptoms requiring additional therapy , and readmission within 30 days. The water vapor thermal therapy is linked to a very low rate of surgical retreatment. However, men who needed retreatment had more treatments per lobe and experienced worsening ipss at 6 months post-surgery. Reducing the number of treatments during the initial wvtt might help lower the risk of treatment failure.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Nguyen, v., leach, m. C., cerrato, c., nguyen, m. V., and bechis, s. K. (2024). Retreatment for lower urinary tract symptoms after water vapor thermal therapy. Urology, 190, 83-87. Https://doi.org/10.1016/j.urology.2024.04.022. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.